Manufacturer narrative:
During a follow-up call on (B)(6) 2017, the customer reported that the fill estimate had recalculated to a more accurate fill estimate and the customer did not have any further issues. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin and the fill estimate remained static at 105 units. The customer's blood glucose level was 218 mg/dl. The customer declined to reload the existing cartridge